Event description:
It was reported that during a carotid stenting procedure, the accunet device was deployed with no problem and another co's balloon catheter was used for pre-dilatation. The pt was assessed at each step and was reported to be doing fine. The acculink stent was deployed. Then, the pt was again assessed and was still doing fine. The viatrac plus device was then used for post-dilatation, at 5 atm for about 30 seconds. The viatrac plus was then removed. At this time, the pt showed symptoms of a neurological event as the pt was unresponsive to commands. The post-exam cine film showed embolic material in the distal vascular. About 15 minutes after the procedure, and before going to have a CT scan, the symptoms began to resolve. Then ultimately, the symptoms fully resolved. The pt was to have a CT scan done. Additional info was provided reporting that the pt's symptoms did not completely resolve and were continuing.